Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report a hypoglycemic event that occurred on (B)(6) 2016. The patient ate dinner at 4:00pm and at 5:00pm he dosed as normal with insulin. Then at 10:00pm the patient ate a banana and went to bed. The patient's continuous glucose monitor (cgm) alerted him. However, the patient ignored this alert because he assumed it was a high alert and not a low alert. At 11:00pm at night, the patient went critically low. The patient's wife called an ambulance and the patient was brought to the ER at his local hospital while unconscious. Once at the hospital, the patient regained consciousness and was only given food and glucagon. The patient was not given further treatment and was released a few hour later. There was no alleged device malfunction. No additional event or patient information was provided.